Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose level. Customer's blood glucose was 24 mmol/l. Customer also reported that infusion set cannula was bend. It was unknown that auto mode feature was active at the time of incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.